Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Reportedly, the patient has been in the hospital for a few weeks treating for device and lead infection. Extraction is still unknown at this point. There were no additional adverse patient effects reported. All available information indicates that as of this time, the crt-d remains in service.